Manufacturer narrative:
Logs for viewbox and the ris were examined in order to determine what had happened. Based on the logs, which revealed some but not all user actions, unit testing of view box was performed in order to try to reproduce the error. Reproduction was achieved, and the minimum series of actions needed to reproduce the problem was identified. This provided enough info to identified the flaw in the software algorithm that controlled when reports were created. It was determined that when the radiologist opened a report (usually an automatic action upon opening a study), closed the report w/o making changes, and then opened it again w/o opening a different report in the interim, a new report was not created. Thereafter, when the user entered content and tried to save it - an update operation - the changes were not actually saved because the report did not exist. This problem was one among many being experienced by the facility in the wake of a transition to a new ris. Other problems were determined to include techs not using modality worklist, manually entering the wrong accession for a study at the modality, or not advancing studies the ris at the appropriate times as instructed; radiologists sometimes switching back partly or entirely to the old reporting procedures; and transcriptionists falling behind on copying reports entered through the old reporting procedures. Because studies were not advanced appropriately in the ris, the radiologists would attempt repeatedly to open a study that had not been sent to pacs but that appeared on their worklist due to the ris integration. It was these repeated attempts that led to the problem with reports not being created properly in the ris.

Event description:
The pacs administrator called to report a blank report in the pacs for a recent study, which he needed removed. The report was blank in the pacs because there was no report in the ris, although the study had been advanced to "report reviewed" in the ris. Due to multiple workflow problems associated with a new integrated ris and to nonspecific complaints from radiologists that reports were "disappearing", the issue rec'd add'l internal review. It was determined that reports might have been edited in viewbox (the radiologist workstation) but not saved to the ris. We later checked back with the pacs administrator and he said no harm had been done. Note: date of event is in guam time; date rec'd by MFR is in (B)(4)I time.